Event description:
On november 20, 2009, facility's biomedical engineer reported to baxter global technical services that on (B)(6) 2009, one colleague triple channel volumetric infusion pump, in which an overdelivery occurred. This condition occurred during patient use. It is unknown if there was patient injury or medical intervention reported related to this device. The following additional information was obtained on november 24, 2009: the expected time of the infusion was 6 hours but the pump actually infused in 2 hours 30 minutes. The software version for this device is currently unknown.

Manufacturer narrative:
The device has been requested from the customer to be returned to baxter for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).